Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle meter. The customer obtained readings of 46, 28 and 184 mg/dl within a ten min timeframe. When plotting each value against the average on a parkes error grid the results fall in the 'c' zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment.